Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the pre-use check failed with flow transducer failure and re-installation of the software was not successful on the ventilator. Our filed service engineer investigated the ventilator and could not solve the issue. The device was sent back to manufacturer for investigation. During investigation performed by our returns department, the reported failure could be reproduced. The issue was resolved by replacing the inspiratory flowmeter. Electrical and safety tests was performed with approved results. The ventilator was sent back to customer and was released for clinical use.

Event description:
Manufacturer's ref: (B)(4).